Manufacturer narrative:
The device history was downloaded and maintained. The period of 2-jan-2021 to 29-june-2021 was reviewed. No delivery, rate or dose-related alarms were found in device history. It was noted in the `as-found condition' that no physical damage was identified. The complaint of the pump presenting an incorrect infusion rate/discrepancy between the set dose and the limit dose was not confirmed as it was not replicated during testing. The device passed all performance verification testing including delivery and accuracy and no issues were identified with rate or any other parameters during the infusion. The logs for this device were reviewed and no limit alerts were found in the history on event date specified (B)(6) 2021) or in device history for 2 months prior to event date. As per the log review, the most recent limit alert was dated (B)(6) 2021. In summary, the complaint was not confirmed and no probable cause was able to be determined.

Manufacturer narrative:
The device has been received in sligo. Investigation is pending.

Event description:
The event involved a plum 360 infusion pump that was reported to present an incorrect infusion rate with a discrepancy between the set dose and the limit dose. There is no patient involvement, no adverse event/human harm, no death, no delay in critical therapy and no need for medical intervention.